Event description:
Patient was admitted to hospital for removal and replacement of bilateral silicone breast implants secondary to rupture and bilateral capsulectomy. Pt had these implants placed many years ago but exact date was not noted in pt's medical record. During surgery it was noted that the left breast implant had a tear in the shell and the right breast implant had a break in the shell. Capsules were calcified requiring capsulectomoies.